Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the active system (lot number and expiration date unknown). (B)(4).

Event description:
Customer received a result of 98 mg/dl on the active system, and a result of 180 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.